Event description:
Pt revised to address polyethylene wear.

Manufacturer narrative:
The products were not returned for examination. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient information; however, polyethylene wear after approximately fourteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.